Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a visible flame when turning on the power breaker at the back of the alinity I processing module. The incident happened during cycle power to the system of the multimodule alinity. No adverse impact to patient management was reported.

Manufacturer narrative:
Service was dispatched due to the customer seeing a small brief flame and spark when powering on main power supply, processing module of the of alinity I (B)(6) and later smelling a burning odor. There was no burn damage to the instrument reported. The analyzer was disconnected from the power supply and there was no injury to personnel reported. Service observed that the card cage of the main power supply, processing module showed evidence of a short circuit. The main power supply, processing module was determined the cause for issue. Part replacement resolved the issue. Trending review did not identify any trends for the complaint issue. A review of the ainity I (B)(6) service history, revealed no additional issues of small brief flame and spark or burn odor from a part reported on the (B)(6). Labeling was reviewed and found to adequately address the issue under review. The architect operations manual contains adequate information for troubleshooting the observed issue. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the part. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The small brief flame and spark and burn odor observed was limited to main power supply, processing module(a-30103383-02); the small brief flame and burn odor did not spread to other parts of the module. Based on all reviewed data, a product deficiency was not identified this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.